Manufacturer narrative:
All available information indicates that this product remains in service. If additional information becomes available the event will be updated.

Event description:
Boston scientific crm received information that the patient with this implantable cardioverter defibrillator (ICD) was hospitalized and was shocked seven times by the device. An allegation was made that the device was not working properly. It was noted that the patient was in atrial fibrillation. Technical services (ts) advised calling the patient's cardiologist regarding how the device is programmed, and if they want the device interrogated.